Event description:
It was reported that they are getting an error message that states left side of c-arm disabled. Additional information obtained confirmed that there was continued motion after the switch was released. No injury reported. A field engineer was dispatched to the site and determined the left and right switch panels needed to be replaced. Once this was completed the system was working as intended.